Event description:
The manufacturer became aware of an allegation that an end user developed a multiple dx of bronchitis and pneumonia tracheomalacia. While using an ds2adv auto CPAP. The device has not yet been returned to the manufacturer for evaluation. If any additional information is received, a follow up report will be filed.